Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA seattle district office of this action on august 25th, 2016 (recall number: z-2885-2016). We also notified customers of this activity with a letter dated august 25th, 2016. This customer upgraded their software as resolution to this event. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on february 21, 2018 of loss of monitoring telemetry patients from the xhibit central station. No injury was reported with this event.